Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was transplanted as a donor heart became available. It was noted on explant that there was a moderate amount of pannus formation on the inflow cannula of the ventricular assist device (vad). The explanted pump and heart were sent to the in-house pathologist. The pathologist noted a thrombus in the left ventricle at the time of explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed that the power consumption was within normal operating ranges. 1 low flow alarm was logged on (B)(6) 2017. Of note, on explant there was a moderate amount of pannus formation on the inflow cannula of the ventricular assist device (vad); the pathologist noted a thrombus in the left ventricle at the time of explant. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, low flows may be attributed to multiple factors including but not limited to thrombus at inflow cannula, poor vad filling, kink in outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.